Event description:
Customer reported their aer had leaked approximately 2 gallons of cidex opa onto the floor overnight, and the inside of the unit was wet, including the bottom of the basin, the inside walls, electrical connections, system pwa, printer assembly and inside the control panel.the field service engineer inspected the unit and discovered the heater was overheating. The disinfectant heater was 40c instead of 28c, and the disinfection tank began to warp. No leaks were found. No injuries were reported as a result of the event.